Event description:
During service, review of the device diagnostic log history noted an occurence of a +-12/24 volt power failure with a vent inop upon subsequent restart into operation. If a +-24/12 volt failure of the ventilator occurs during use and results in a shutdown of the ventilator, an audible power fail power alarm will activate. No patient involvement. The manufacturer's field service engineer was unable to duplicate the reported findings. There were no parts replaced. Performance verification testing was completed and tests passed per operating specifications.